Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the issue was not determined since product/data was not returned. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the impella cp was implanted under cardiopulmonary resuscitation, and no placement signal and left ventricle (lv) metrics were displayed, as well as no flow calculated. Unplugging/ plugging the white connector cable did not resolve the issue. The automated impella controller was changed, which brought back the impella flow calculation, but the placement signal and lv signal were still not available. The impella cp was not removed because the patient¿s condition was critical. Care was eventually withdrawn, and the patient expired.